Event description:
It was reported that the patient passed away on (B)(6) 2022. Additional information revealed that the main cause of death was related to renal issues. There was no proven record that the left ventricular assist device (lvad) affected the death. The left ventricular assist device (lvad) device operated properly, as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The device was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. ¿introduction,¿ lists renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.